Event description:
Further details about the event was received indicating that the patient had severe chest pain, a brief loss of awareness and differential includes syncope of cardiogenic origin versus a complex partial seizure . Which was all related to the cardiac event that was determined as mobitz type ii heart block.

Event description:
It was reported by the patient that, while being monitored with a heart monitor, the patient's heart stopped four times between the 4 am and 6 am hours. The patient stated that he had a heart condition. No additional relevant information has been received to date.

Event description:
Clinic notes were received by the manufacturer for the patient's referral due to battery depletion. The notes indicated that the patient experienced an episode that correlated with the vns turning on and "this describing with the noise of the vagal been mediated mechanism and vaguely mediated mobitz 2." It was stated that these only occur at night and any spells that he has experienced shortness of breath were not correlated with these events and have always occurred during sinus rhythm and are not heart block related. Follow up with the physician's office revealed that the patient's heart stopping was possibly related to vns stimulation, clarifying that it was felt to be a mobitz ii block that was isolated to nocturnal hours and likely vagal mediated. The physician reported that it was not pathologic per cardiology. The physician stated that, however, the patient's vns had been in place long term at stable settings.